Manufacturer narrative:
Performed a self-test; the device passed with no error alarms. Conducted full pvt testing twice, with the unit passing all pci functional tests without any errors. Using a primary plum set (list #14242-28, lot #13803873), a run-in protocol was performed mirroring the customer¿s reported setup (training adult no drug selected) at a rate of 163.0 ml/hr with a vtbi of 225 ml. The device successfully passed the customer¿s delivery protocol without any error alarms. Visual inspection: inspection showed the device was received with a damaged fluid shield, cassette door assembly, and lever cover, along with a contaminated lever arm. These discrepancies were verified during visual inspection. The probable cause is physical damage consistent with normal wear and tear on mechanical assembly components, specifically the fluid shield, cassette door assembly, and lever cover. Engineering was provided with pump clinical & diagnostic logs: engineering concludes that the pump is working as per design and the pump clinical logs do not show any abnormalities. Engineering can only confirm the n250 door opened while pumping alarms claim from the customer which occurred thrice during the event date. As a result, engineering recommends that service perform preventive maintenance test with a focus on the cassette door/lever and physical door enclosures. Preventive maintenance was performed successfully as a corrective action, components showing physical wear or damage¿including the fluid shield, cassette door assembly, lever cover, lever arm, and ac line cord ¿will be replaced. This action addresses the likely root cause of repeated n250 alarms and ensures continued reliable operation of the device. Overall, the only confirmed issue was multiple n250 door open while pumping alarms during log review. The discrepancy between the customer¿s account and the log data suggests a possible misinterpretation of events or incomplete visibility from the eal report, which does not capture full system activity like the detailed diagnostic logs.

Manufacturer narrative:
Corrected information can be found in h1 - type of reportable event and section h6 medical device problem codes.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a english for canada, plum 360¿ infuser compatible with ICU medical mednet¿ software that reportedly powered down without any alarms. Prior to the unintended shutdown, the pump displayed the n250 error, door was open while pumping. During testing they was unable to replicate the unintended shutdown, and issues were noted with the alarm or device logs from the pumps being properly saved and stored in the mednet server. However, while printing out the logs from the dates of incidents. Many errors were missing in the mednet logs that were showing on the logs from the pump directly. This event occurred during continuous infusion of epinephrine with one pump failing after the other in a patient with profound septic shock. There was a short pause in the administration of the continuous epinephrine infusion, which was identified by nursing staff within minutes of the issue. The patient's blood pressure then dropped below the critical low range again when pump 1 and 2 was stopped. The patient was administered bolus doses of phenylephrine to support blood pressure while a replacement infusion pump was being obtained. The pump was running norepinephrine for critically low blood pressure. Epinephrine 1 mg in 250 ml of 0.9% nacl (4 mcg per ml) had been infused at 10 mcg per min (2.5 ml per min, 150 ml per hr). The manufacturer of the drug was erfa and din was 00155357. The outcome of the event was patient deceased but the complainant reported that the death was not a result of the infusion pump issues. No other information is available at this time. The date of the patient's death is unknown; however, it occurred on or after (B)(6) 2025.